Event description:
It was initially reported that the patient was experiencing increasing symptoms of confusion, dizziness, sleepiness, as well as episodes of oxygen saturation levels (spo2) fluctuation between 70% and 90% when using the life2000 device at night. No medical intervention was required. There was no report of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was initially reported that the patient was experiencing increasing symptoms of confusion, dizziness, sleepiness, as well as episodes of oxygen saturation levels (spo2) fluctuation between 70% and 90% when using the life2000 device at night. No medical intervention was required. There was no report of device malfunction. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was initially reported that the patient was experiencing increasing symptoms of confusion, dizziness, sleepiness, as well as episodes of oxygen saturation levels (spo2) fluctuation between 70% and 90% when using the life2000 device at night. No medical intervention was required. There was no report of device malfunction. The patient is a 80-year-old female with relevant medical history of chronic respiratory failure consequent to copd, obstructive sleep apnea, acute bronchitis, and pleural effusion. It was initially noted that the patient tolerates well the use of the life2000 during the day with nasal interface, however, she experiences difficulties using the device at night due to frequent low pip alarms, that are a result of mouth breathing and subsequent low oxygen saturation levels (below 88%). Alarms were remedied by the patient's spouse by waking up the patient and reminding her to close her mouth. The hillrom clinical support specialist advised the use of a full-face mask with the life2000 to prevent issues caused by mouth breathing and possible re-titration. During follow-up, the patient was seen by a device trainer, who provided her with the necessary ucc/o2 adapter for life2000 mask use if required. The trainer assessed patient for safe use of life2000 system and updated the device settings following the patient's prescription. During the trainer's visit, the patient's husband noted the patient was currently using the life2000 device during the daytime via nasal interface or full-face mask with 4lpm o2 support, while at night, she was using her own o2 concentrator with 5lpm. He stated that, with this adjustment, the patient was tolerating well the life2000 therapy, spo2 levels were in the expected ranges (greater than 90%) both during the day and at night, and she presented decreased dizziness, sleepiness, and confusion. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. The device's peak inspiratory pressure alarm (pip) alerts when the patient's measured pip falls outside of the set limit. The device IFU provides instructions and troubleshooting measures depending on the type of pip alarm (high/low) including checking the interface or tubing for any obstruction, checking all connectors for possible damage, and re-adjust volume setting for the active prescription, ensuring patient interface is not leaking at the patient side, switching to another active activity button and contacting the patient's physician if the alarm persists. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen saturation level was noted to be clinically below normal range (fluctuating between 70% and 90%) during the night in multiple occasions. The change in the patient's condition was reported to be improving and no medical intervention was required. However, the event of oxygen desaturation accompanied by symptoms of increased confusion, dizziness, and sleepiness, is considered a serious injury. The ultimate cause is undetermined at this time; however, it is reasonable to conclude that the reported event was likely caused by the patient's poor tolerance to the use of the life2000 device with a nasal interface at night due to mouth breathing, and unlikely caused by the device itself. Additionally, there was no report of device malfunction, and the device provided notification (low pip alarm), as acknowledged by the patient, and thus worked as designed. The life2000 system remains with the patient, who has resumed use with no further complication.